Manufacturer narrative:
Broken zipper. Results (other): front side a there is a 2 inch vinyl tear in the drainage port at the start and end of the zipper. The front side b window the zippers slider body is open. Left side d on the left leg the zipper elements are damaged. Left side c window the zippers slider is broken, there is a small hole in the netting and the right leg zipper elements to the tape has stitches broken. Conclusion: based upon the eval of the returned product we were unable to confirm the customer complaint of top rail zipper broken.

Event description:
It was reported that a posey bcs acute care, ltc model 8050 has a top rail zipper that is broken. No pt injury reported.